Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
According to the civil complaint filed, the following is alleged: "the patient (mr. (B)(6).) Is a diabetic who developed a foot ulcer in late on (B)(6) 2025 and, relying upon your representations that medihoney was a sterile and safe wound-care product fit for the treatment of such conditions, purchased and used the product as directed. Shortly thereafter, mr. (B)(6) developed a severe bacterial infection in his left foot that rapidly progressed into the bone, requiring emergency medical intervention. As a direct result of this infection, mr. (B)(6) underwent an emergency amputation of his left leg above the ankle on (B)(6) 2025, and has since endured additional surgeries, prolonged hospitalization, and permanent disability." Additional information: the initial ¿wound¿ was a small ulcer. The product was purchased on (B)(6) 2025, for immediate use on the wound. The product was sealed. The patient was taken to the emergency room on (B)(6) 2025.